Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) display went blank, generated an alarm, and became inoperative. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and was unable to duplicate the reported malfunction. The cse upgraded the software to the latest revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.